Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they felt their stimulation stop suddenly on the date of this report. The patient stated that they had been charging their implantable neurostimulator (ins) for an hour and couldn¿t believe that they drained the battery. It was noted that the patient would normally charge their ins once a week and use it all day, from when they woke up to when they went to bed. The patient mentioned that the battery for their ins was blinking on the last quartile, as it was almost fully charged. When the patient initially felt stimulation, they attempted to start the device back up but got ¿nothing.¿ this happened again after they had been charging for an hour. The patient confirmed that they only had two coupling boxes at first, but then got eight coupling bars after moving it around. It was confirmed that the patient¿s ins was turned on, as a lightning bolt appeared on the recharger screen. The patient mentioned that they thought that the ins battery had depleted. The patient increased stimulation to where they could feel it, to a higher setting so they could be comfortable in the tail bone area. The patient stated that the device didn¿t ¿take it all away¿ but that they were told by their healthcare provider (hcp) that if they got 50% relief, then it was great. There was no allegation made against the therapy as the patient stated that the ins brought them comfort. The patient mentioned that they saw the charge complete screen about a week prior and was happy. The patient stated that their ins battery must have died earlier from them not charging, which was why they didn¿t feel stimulation. It was noted that troubleshooting resolved the issue. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.